Manufacturer narrative:
(B)(4). D10: item name# oxf uni cmntls tib sz a lm; item number# 166845; lot number# 67321855. Item name# oxf anat brg lt sm size 3 PMA; item number# 159540; lot number# 67246097. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision knee surgery due to pain and instability. All existing components were removed, and new implants were successfully placed with good fixation. Approximately 3 months and 5 days post-implantation. Attempts have been made, and no further information has been provided.